Manufacturer narrative:
This report is based on information provided by schiller investigating team, and has been investigated by the philips complaint handling team. Philips received a complaint on the (tempus ls) indicating that the device failed to pace during preventive maintenance. Device displayed "defibrillator pacing module hardware failure" the complaint was escalated for technical investigation and the results indicate the confirmed error 26. As the issue is not clearly reproducible, the exact root cause cannot be determined. However, taking all components into account which are part of the communication path between the defibrillator pacing module -board and the mainboard, and which may cause an intermittent loss of communication, the source of the issue is most likely to be of a mechanical nature such as a connector. Therefore, it is suspected that the board-to-board connector between the defibrillator pacing module -board and the mainboard may be the root cause for this issue. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.

Event description:
It was reported to philips that tempus ls-manual experienced an error.